Event description:
As reported to coloplast, though not verified, the patient with this device experienced acute post-operative urinary retention with abdominal pressure and was passing blood clots. The patient was discharged home with a catheter. In 2025, the patient experienced nerve pain, pulling sensation in the left groin and palpable mesh to the left lateral side of the urethra with 1 cm exposed. Mesh removal recommended.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.